Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer's blood glucose level has been fluctuating due to being sick. Customer's current blood glucose level was bg 396 mg/dl. Customer indicated that the cartridge and infusion set had been in use for five days. Customer stated that cartridge, insulin and infusion set would be changed out and health care provider would be contacted in regards to blood glucose level.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog has been tested for up to 27 hours the product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.